Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had no audible tones. During troubleshooting, the reporter was walked through testing the audible tone and indicated that the audible tone was not functioning. The pump vibration was tested and confirmed that the vibratory alert system was still functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: evaluation revealed that there is no audible sound coming from the pump. Opened the pump case and realigned the piezo contacts. Audible sound functioned properly after piezo contact realignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.